Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump and catheter were removed on (B)(6) 2014 due to an infection. It was further reported they waited two months until the patient was cleared by infectious disease for the implant that occurred on (B)(6) 2014. It was noted the patient¿s pump was removed originally because the patient¿s incisions were not healing. The patient did not have meningitis. The patient was doing very well with the therapy and all wounds were healing without any issue. The pump was being used to deliver baclofen. A follow-up report will be sent if additional information becomes available.